Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a high blood glucose reading of 548 mg/dl. The customer stated that she had been feeling sick for a few days prior to the event. The customer initially called for assistance rewinding the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.